Manufacturer narrative:
Part number# 324-70 is not distributed in the u. S.; however, is a device of essentially identical design distributed in the u.s. Applicable 510k# for us distributed part is k965132. The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company received a report where it was claimed that pinholes were discovered on the tube during pt use. The caller could not confirm if reintubation of a replacement tube was required.